Manufacturer narrative:
Continuation of d10: product ID: 97755; lot# serial#: (B)(6); product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4); h3: analysis of the 97755 recharger (rtm) (s/n: (B)(6) revealed that the device had to be scrapped as there was a recharging antenna failure (no device found screen). This regulatory report is being submitted as part of a retrospective review as part of a CAPA: 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an external device for an implantable neurostimulator (ins). The reason for call was pt reported she is having problems with the programmer. Pt stated it doesn't want to connect to the ins to charge. Pt reported seeing "no device found" since a little over 2 weeks ago no matter where she places it on the ins site. Pt added that the recharger cord where it goes into the paddle it is getting hot. Pt stated there was no injury sustained. On (B)(6) 2021, rtg0196606x1 (con): pt called back stating they received the replacement recharger but no device found is still displaying while trying to charge their implant. Pt stated prior to replacement the recharger was becoming hot and the replacement recharger isn't becoming hot but they're still unable to charge their implant. Ps sent email to repair to replace controller. See secure note for controller serial number.